Manufacturer narrative:
Continuation of d10: product ID: tm91scs2 (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller states that the patient had their implanted neurostimulator replaced today and the caller was able to pair the communicator to the battery prior to surgery. The caller states they are now seeing the patient post-op and tried to power on the tm91 but it will not turn on. Technical service specialist had the caller reset the tm91 by holding down the power button and then try to turn it back on. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Rep reported that former battery was eos. Issue resolved so no equipment was returned or needs to be returned. Patient is still in possession as it is working after troubleshooting.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.